Event description:
Event description boston scientific crm received information that, during the implant procedure for the left ventricular lead model 4517, a dissection of the coronary sinus occurred. The dissection happened when the physician tried to position this rapido advance delivery system in the patient.